Event description:
It was reported that a right shoulder ac joint revision surgery was performed on a pt because the original construct had failed: the pt had a loss of ac reduction at 4 months post-op. The pt was reported as doing pull-ups at the time of re-injury. Also utilized in the original case was a peek tenodesis screw. No further pt info was provided at the time of this report or made available in multiple response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Lot number was requested but not provided, therefore device history record review could not be conducted. Based on the info provided, the most likely cause of this type of event is graft failure and/or slippage, suture failure, knot failure, and/'or pt non-compliance with the post-op protocol. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional info is obtained, a follow up report will be submitted.